Manufacturer narrative:
The reported malfunction was observed and attributed to a signal cable that was not seated. The cable was reseated to correct the reported problem.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed 30 joule self test. Complainant indicated that there was no pt involvement in the reported malfunction.